Event description:
It was reported that during a lap cholecystectomy procedure, the device would not work. There was a note on the bag that they continued with a second device to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 08/05/2008. End effector. Eval summary: the analysis results found that the 10bb instrument was returned with the end effector broken. No conclusion could be reached as to what may have caused the damage found. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.